Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
It was reported the patient began to receive inadequate coverage/stimulation in unintended areas after exercising. Reprogramming to provide resolution was unsuccessful. The patient may have x-rays taken for further evaluation. Follow-up revealed the patient may also undergo surgical intervention.